Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. There was also loss of capture and poor sensing. During the device change out procedure, the lead was surgically abandoned. No adverse patient effects were reported.